Event description:
It was reported that the procedure was to treat an 80% stenosed left anterior descending (lad) artery with mild calcification and mild tortuosity. The 3x12mm nc trek balloon dilatation catheter (bdc) was used in the procedure; however, the balloon would not deflate. Therefore, the balloon was inflated and deflated again and the balloon was able to be deflated. However, the balloon deflation was noted to be slow. There was no adverse patient effect and no clinically significant delay reported in the procedure. Subsequent to the previously filed report, further review of the information found that while the balloon was being inflated the patient experienced blocked blood flow and chest pain; however, the blood flow was resolved upon deflation and removal of the balloon. No additional information was provided.

Manufacturer narrative:
The device was not returned for evaluation. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Additionally, a review of the complaint history revealed no other incidents and/or complaints reported from this lot. Based on the information provided, a definitive cause for the reported deflation issue could not be determined. The reported obstruction/occlusion and angina appear to be a result of the slow deflation. The reported patient effects obstruction/occlusion and angina are listed in the coronary dilatation catheters (cdc), nc trek rx, global, instructions for use, as known possible adverse effects. There is no indication of a product quality issue with respect to the design, manufacture, or labeling of the device. B1 - adverse event/product problem updated. B5 - describe event or problem updated. H1 - type of reportable event updated. H6: device codes 2199, 4582 removed and 2422, 4614 and 1710 added.

Manufacturer narrative:
The device was not returned for evaluation. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Additionally, a review of the complaint history identified no other similar incidents and/or complaints from this lot. The investigation was unable to determine a conclusive cause for the reported deflation issue. There is no indication of a product quality issue with respects to the design, manufacture, or labeling of the device.

Event description:
It was reported that the procedure was to treat an 80% stenosed left anterior descending (lad) artery with mild calcification and mild tortuosity. The 3x12mm nc trek balloon dilatation catheter (bdc) was used in the procedure; however, the balloon would not deflate. Therefore, the balloon was inflated and deflated again and the balloon was able to be deflated. However, the balloon deflation was noted to be slow. There was no adverse patient effect and no clinically significant delay reported in the procedure. No additional information was provided.